Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed after an earlier angiogram some months ago using a starclose se device. Reportedly, as the patient was being prepped for another current diagnostic angiogram, it was noted that half of the starclose, a hemicircle, was projecting through the skin. The clip was from the previous procedure some months earlier. The patient was unaware of this and had not noticed any associated problem. The patient is being referred to a vascular surgeon. It is unknown if the physician who deployed the clip is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returning for evaluation. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.